Event description:
Interrogation of pacemaker showed episodes of pv interval 130ms times one month suggesting with double counting of r-wave, lead fracture or a loose set screw. The lead was replaced.